Event description:
It was reported to philips that the device non-functioning due to hardware failure. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.

Manufacturer narrative:
Results and component code updated.